Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a total shoulder replacement procedure, the surgeon fractured the calcar while broaching with a size 10 broach. When the surgeon implanted the ar-9100-10s, univers apex humeral stem it was rotationally unstable, and the surgeon had to upsize to a size 11 stem. The case proceeded and was completed without further issue. The rep stated that the bone quality was poor. Additional information has been requested. Additional information received on 12/26/2018: the rep confirmed that ar-9231-10s, univers apex humeral broach size 10 was the broach used during the procedure. The lot number of the broach is unknown. The rep stated that devices were from a loaner set of instruments and were already returned to arthrex.